Manufacturer narrative:
(B)(4): method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.0/x132 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated there was a refractive surprise. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2015 and exchanged for a similar lens with a different diopter. The exchange resolved the problem. The patient's post-op ((B)(6) 2015) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Secondary intervention, exchange and problem resolved. As per dfu for this lens model, vticls are contraindicated for patients over 45 years old. (B)(4).

Manufacturer narrative:
Evaluation results: upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined.